Manufacturer narrative:
Conclusion: from the available information, a conclusive cause of the valve strut obstructing the coronary ostia could not be determined. A review of the device history record (DHR) was performed for this valve, there were no non-conformance identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. This event may have occurred due to oversizing the valve. However, a conclusive cause could not be determined from the available information. Updated evaluation code result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned to medtronic and the evaluation is in progress. A supplemental report will be submitted upon completion of the device evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that after implanting this 21mm valve, the strut blocked the coronary ostia. This prevented the heart from beating. The valve was explanted and successfully replaced with a 19mm valve of the same model. Relevant history added. Device information updated. Device mfg date added. Coding updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve was dry and discolored showing evidence of blood contact. There was damage on the sewing ring adjacent to leaflet 1 (l1) likely caused during the explant procedure. There were remnant white multifilament sutures noted on the sewing ring adjacent to the inferior coaptive area between l2 and l3. All leaflets were stiff, slightly flexible and intact, and desiccated, which likely were caused by its returned condition. All leaflets were partially closed with a gap in the point of coaptation. Leaflet 1 was wrinkled on its free margin. All commissures were intact. The sewing ring was flattened to align with the base outflow. With a caliper, the outer diameter measured at 28.41 mm which is acceptable for an avalus size 21 mm valve. Conclusion: investigation is ongoing, a supplemental report will be submitted should any new or additional information become available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic aortic valve, as the physician was attempting to check the blood flow, the patient's heart was not beating as expected. The valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.